Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The contact pcb and the power pcb ribbon cable were replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive. The health care provider advised that the device use did not contribute to the patient outcome.